Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Event description:
It was reported the patients ipg not longer communicates with external devices deeming it inoperable. Surgical intervention may be pending to address the issue.